Manufacturer narrative:
Follow-up #2 the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood for precision at the 100mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 6.41pm. The patient alleged obtaining an inaccurate results of "139, 274, 274, 395, 566, 119, and 214mg/dl" with the subject meter, performed out with 20 minutes. It unknown if the results would/would not meet lifescan's accuracy criteria as the comparisons were made out with 20 minutes of each other. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue on (B)(6) 2015 at 12.19am. The patient claims she/he developed symptoms of "nausea and dka (twice)" (B)(6) 2015 at 9pm. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged inaccurate erratic issue began.